Event description:
The user facility reported to terumo cardiovascular system that prior to cardiopulmonary bypass surgery, during setup, the recirculation line from the oxygenator to the reservoir was sheared off. There was not pt involvement as this occurred during setup. The product was not used. The surgery as completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).